Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute a death or serious injury.

Event description:
Rptr indicated that after upgrading the physician's handheld to the 7.1 software, the pt's generator was interrogated and found to be at the system diagnostic settings. Rptr stated that treating physician does not routinely do final interrogations after performing system diagnostics testing. No serious injury or adverse event was reported with the change in settings.